Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that during boot up, the system says initializing system, please wait, followed by a beeping noise every 3-4 seconds. Site reportedthere was a red x next to radiation on the pendant. It was unable to boot past this screen. (Initializing system please wait). There was no patient involved.

Manufacturer narrative:
(H3,h6): manufacturing representative(rep) went to the site to test the system,manufacturing representative replaced ps1(power supply) board as per asm(area sales manager).system functioning as designed.rep arrived onsite to troubleshoot.rep remoted into ias(imaging acquisition system) and found the generator was not ready.rep entered tech sedecal console and found multiple 140 20 error codes for same day of complaint.rep measured ps1(power supply) board and found it was not distributing -15v, +24, -24, +5.15 volts at all.ps1 board not functioning,representative will return with ps1(power supply) board. Codes:b01,c0201,d02. The part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, confirm reported complaint, "initializing system please wait." Visual inspections shows multiple components were electrically over stressed. Faulty power supply. Codes:b01,c0201,d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000531, serial/lot #: -; product ID: m021083c001, serial/lot #:(B)(6) ; product ID: bi71000450, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.